Event description:
It was reported that the patient was explanted in (B)(6) 2013, per the patient's audiologist. Med-el were not notified with regards the explantation prior to this. The patient complained with regards lack of performance and requested re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.